Manufacturer narrative:
On 8/31/2020, during a visual evaluation, some anomalies were was observed in the anterior and posterior view on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed two tears (a and b) . The tear a was observed in the anterior view, and the tear b was noted in the posterior view, measuring approximately both tear less than 0.1 cm microscopic examination in the both tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 5598510, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: deflation and ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and ptosis. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure of unknown type with a mentor smooth round moderate profile 350cc and experienced bilateral deflation and bilateral ptosis. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.